Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30497627l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a lasso® nav eco variable catheter. The patient suffered a cardiac tamponade requiring pericardiocentesis. After drainage was performed, blood pressure returned to normal. It was being followed up. The physician commented that they were investigating in which situation the tamponade occurred. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Additional information received upon request. The adverse event was discovered during use of the biosense webster products. Patient outcome was reported as improved. A thermocool® smarttouch® sf catheter was not used.